Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 2 of 5 was confirmed; per the complaint information the most probable cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) stated he disconnected to go to the bathroom in drain and then reconnected and gets the system error 2240. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during drain 2 of 5 on the home choice (hc). The home patient (hp) stated he disconnected to go to the bathroom in drain and then reconnected and got the system error 2240. The technical service representative (tsr) explained the alarm and the proper disconnect procedures. The tsr instructed the hp to cycle the power off/on twice to clear the alarms, then advised the hp to start over with all new supplies. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. Per the hp, he was in the hospital. The hp stated he was aware of the proper disconnect and reconnect procedures. No further information was given. Product surveillance (ps) contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding the system error 2240 alarm and the hospital stay. Per the pd rn, the home patient (hp) was not in the hospital for anything pd related. Ps explained the alarm to the pd rn and the pd rn stated the hp was currently using the cycler for therapy. There was patient involvement.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore, the sample was not requested for evaluation. The lot number is unknown; therefore, a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.